Manufacturer narrative:
(B)(6). A medtronic rep went to the site and performed system testing. System passed all tests. Unable to replicate event.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system became unresponsive. A re-boot of the system resolved the issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. No parts returned to manufacturer for analysis.